Event description:
It was reported that during total hip procedure in 2008, two (2) drill bits broke while in use. Fractured portion of drill bits were retrieved and there was no adverse outcome to the pt.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. A mandatory medwatch report was rec'd on february 28, 2008 from the user facility. User facility report states that drill bits were given to sales rep. To date, devices have not been returned for eval.